Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer stated that he was hospitalized three times in the last two years. Customer had a blood glucose reading of 1450 mg/dl over two years ago that required medical attention. Nothing further reported.